Manufacturer narrative:
There was a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All of the buttons function properly. However, moisture damage was noted on keypad traces. There was no scrolling numbers noted on the display.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that when attempting to give a bolus delivery, numbers on keypad began to scroll without input. Customer's blood glucose was 169 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.